Event description:
I have used a medtronic insulin pump for over 15 years with very good results. Over the past few months, I have had spiking blood glucose based on my glucometer readings. I spoke to medtronic six different times reporting my issue. It seems to be due to large bubbles in the insulin reservoir. That means I am sometimes getting air instead of insulin. I never had that problem before. They could not resolve it from their end, but wanted me to determine if there were some reason, like exercise, that might be causing the bubbles. It may be so, but it never had happened before. I am in the process of monitoring when the bubbles seem to form. Medical condition: diabetes. Rx meds: insulin, crestor, enalapril, bupropion. Otc meds: zyrtec, multivitamin, calcium carbonate.